Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 190-000/ lot 1033041 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1033041 . Test base part number 191-000/ lot 1033041 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1033041 showed that the complaint rate is 0.01% . In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #s: for related false positives 1221359-2021-03513, 1221359-2021-03514, 1221359-2021-03515, 1221359-2021-03516, and 1221359-2021-03517.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on varies dates. This MFR. Report addresses patient 5 of 6. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested cultura nasopharyngeal swab. The customer reported that one swab was performed on one nostril and the second if the first was positive would be collected from the other, unused nostril. Both swabs were nasopharyngeal. Repeat testing was performed; however, results were not provided. The customer confirmed testing by (B)(6) was pcr and obtained negative results. After, the first false couple of false positives, the customer opened a new box of swabs to remove variables. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.